Event description:
The customer reports while performing a filling with the carbide burs it detached itself from the hand piece and the pt swallowed it. The dentist was unable to retrieve the bur; therefore the pt was referred to get an x-ray.